Manufacturer narrative:
(B)(4)

Event description:
The patient was diagnosed with (B)(6) in 2008. The patient wore a bandage to cover mrsa and "gold" coming from area and the patient stated that the hcp does not look under the bandage. The patient asked if the pump could "make you go nuts." The patient stated that the pump had given her life pump back and she did not want it removed. The pump contained dilaudid and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.